Event description:
In early 2009, the patient's mother reported that two of the patient's insulin infusion sets have broken at the connection to the headset. She stated that both sets were from the same box. She said that yesterday while away from home, the patient's connection broke and he had an elevated blood glucose of 24 mmol/l (432 mg/dl). He came home and he changed the tubing and treated his reading by bolusing insulin. She said that in the middle of the night, he awoke and noticed the connector was again broken. He again changed the tubing and also changed his headset and the insulin cartridge on his infusion device (competitor product). The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.